Event description:
It was reported that the insulin pump had buttons unresponsive. Customer stated that her daughter came back from school and the insulin pump did not work and got battery out limit. Troubleshooting was done. Customer's blood glucose was 157 mg/dl. Customer stated that when she presses esc to clear the battery out limit, it will blink and when she presses act button it would not go away. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded esc, act, up and down button on keypad traces. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).